Event description:
Per the clinic, the patient experienced itchiness at implant site (specific date not reported). The patient applied an over-the-counter mercury-based topical ointment to the affected area. Subsequently, skin breakdown occurred, resulting in exposure of the receiver-stimulator and development of an infection at the site (specific date not reported). Later, the patient was treated with oral antibiotics (specific date and duration not reported). Eventually, the patient underwent revision surgery under general anesthesia on (B)(6) 2026, during which the wound was cleaned and flap rotation were performed. The symptoms resolved and the patient remains implanted.